Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 it was reported that the patient removed the insertion needle too early and was not able to use the device. It was reported that the reason for this action was that the user guide was difficult to follow. The patient was said to be out of town, had no other device, and increased basal rate to cover blood glucose issues. No adverse event was reported. This complaint is being reported because the issue was not resolved with trouble shooting.